Event description:
(B)(4). Serious injury alleged. Malfunction alleged. Consumer stated that shower chair leg went out from under him while he was sitting on it. Consumer stated this caused him to fall out of the chair and shower. Consumer stated he sustained injuries to his back and had to undergo major surgery. He claims that he has to go back to the doctor's to have the hip/leg checked out because her still has a hard time getting around and pain. MDR filed.